Event description:
It was reported that the patient was getting stimulation in the rib cage. When the patient pushed on the device, he got stimulation in the right location (leg), but then it gradually moves back to the rib cage. Additional information received reported that a minor migration was noted, but not enough to require any surgical intervention. The patient was reprogrammed with success.